Event description:
It was reported during a device change out that this right ventricular (rv) lead reported to have undersensing values at or around 2-4 mv. The lead was explanted, and a new lead implanted with sensing at 18mv. There were no adverse patient effects reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported during a device change out that this right ventricular (rv) lead reported to have undersensing values at or around 2-4 mv. The lead was explanted, and a new lead implanted with sensing at 18mv. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.